Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon could not be inflated. There was patient involvement. There is no patient information available. The patient is now stable. There was no extension of operating time.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker preperitoneal dist balloon . This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed to penetrate the balloon. Due to the observed damage, the dissector balloon would not inflate properly. All other components were in proper working condition. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
Procedure: tep hernia repair. The patient is stable and discharged.